Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient's mother that a patient was having high blood glucose levels of 631 mg/dl and throwing up. The patient was taken to the hospital. The patient was treated with insulin through intravenous therapy. The pod was discarded at the hospital. Patient was released after 12 hours.